Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and a malfunction 4 alarm. The customer thought that the pump may have been placed on a wet counter. The customer's blood glucose level was 230 mg/dl. Insulin injections were to be used to manage diabetes.